Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the implantable cardiac monitor (icm) revealed dried electrolyte on the surface of the hybrid. Electrolyte which is corrosive, leaked from the battery, damaging the conductive epoxy at the hybird surface, internal components and electrical connections. As a result, the device lost the ability to communicate.

Event description:
It was reported that the implantable cardiac monitor (icm) was found unable to communicate.